Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 326 mg/dl. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Customer was treated with manual insulin injection, which resolved the issue, and the customer was released the same day with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.